Event description:
After a successful procedure, the physician encountered resistance during the attempt to remove the sheath. More force was applied and the sheath coating separated into two pieces, approx 10-15cm beyond the valve, leaving the inner coil exposed. At this point, only a few cm from the second separated portion, was externally visible and the physician inserted a standard wire to bridge the coil coating for further retrieval. This was not successful and the sheath broke, approx 10-15cm beyond the first breakage. The physician then decided to cut off the distal coil portion in an attempt to advance a catheter over this bare coil to protect it for further retrieval; however, this was unsuccessful. The coil was removed without any protection, leaving the coating within the pt. It remained right across the bifurcation (from left eia to right eia). After discussion with a vascular surgeon, it was decided to remove this coating surgically as the physicians thought the coating could be engaged to the placed stent. The surgery was successful and the pt is in good condition. The physician commented that the pt's vessels were very calcified.

Manufacturer narrative:
Evaluation: the complaint device was returned to our facility in an opened and used condition. It should be noted the device was in two pieces, one 11cm long and the other 12cm long. Based on the info provided, the sheath may have been grasped and held tightly by the pt's calcification, which may have contributed to this incident. We can advise this product is inspected 100% prior to shipping.